Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 279 mg/dl at time of incident and current blood glucose level was 409 mg/dl and other blood glucose level was 20 mg/dl. The customer assisted with troubleshooting. Customer reports they were unsure if the drive support cap was protruded, loose, sticking out or flush. Customer stated that the insulin pump had dropped. Customer declined high blood glucose troubleshooting. The device will not be returned for analysis.